Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery, despite the use of multiple usb cables. Blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.